Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that sensor cannula split into 3 pieces when removed. The customer stated that the sensor was intact. Customer blood glucose was 270mg/dl. Product will not be return for analysis.